Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the orthopat machine would not power on after a fluid spill occurred inside of the centrifuge. No donor or operator injury or reaction was reported. Upon eval of the device, the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use.

Manufacturer narrative:
This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).